Event description:
The devices were used during a nephrectomy procedure. It was reported the clips from four mcl20 devices would only form proximally creating an "oval" shaped clip. This resulted in little hemostasis. There was no consequence to the pt. 1/7/97 1145 it was reported the surgeon completed the procedure by using a mcm20 and suture to achieve hemostasis. 1/7/97 1045 attempted to reach the surgeon. Number would not dial. Will try at a later time. 1/7/97 1300 left message and 800# for md to call back. 1/8/97 1030 nncl sent.